Event description:
The customer reported the ventilator shut down when using battery power. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.